Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an allergic reaction during treatment with one unit of polyflux 17l dialyzer. The patient experienced ¿skin red and itchy¿ during the treatment. The treatment was stopped and medical intervention consisted of intravenous dexamethasone 5 mg was administered. At the time of this report, the patient's condition was reported as stable. No additional information is available.